Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 500 mg/dl and 600 mg/dl at the time of incident and the current blood glucose level was 450 mg/dl and 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The customer stated that the symptoms related to high blood glucose such as upset stomach and tired. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer found that the cannula was bent. The insulin pump will not be returned for analysis.